Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot was processed per specification requirements, it was made to the correct material requirements, and met the hardness and required specifications. The lot was inspected and found to conform to the synthes tabulated incoming final inspection. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot.

Manufacturer narrative:
Device used for treatment and not diagnosis. The review of the production history revealed that the retaining sleeve was manufactured according to the specifications. In addition the retaining sleeve complies with the newest version, unfortunately, the exact cause of failure could not be determined. We can only assume that high lateral stress led to an overload situation and finally to the breakage. No issues during the manufacture that would have contributed to this complaint condition were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported by the sales consultant that: during screw insertion, the prime lock (threaded tip) of the holding sleeve broke and the piece of holding sleeve remains stuck in the screw. This is 1 of 2 reports for this event.